Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an extreme hypoglycemic event two nights ago and she was unable to wake up. The patient's blood glucose was in the high 20 mg/dl range and when she drank juice and checked her blood glucose that number increased to 33 mg/dl. The customer declined troubleshooting for the low blood glucose; she stated that she took too much insulin. No products were returned or replaced.